Event description:
The physician reported that during vitrectomy surgery ophthalmic entry system blade was very blunt to use. The surgery was completed and there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation. The manufacturer internal reference number is:(B)(4).